Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that the fluid warming device would not power on. No patient injury or involvement were reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented a corroded drain fitting, cracked enclosure, worn line cord, and outdated pcb (printed circuit board) and power switch. The customer stated problem was not duplicated. No action was taken due to the age and condition of the device. It was deemed beyond economical repair and it was scrapped. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the device is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously., corrected data: e4 is unknown, no information provided to date.